Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A faulty cp board was causing the reported issue. The software version was upgraded to the latest. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a video system center keyboard was not responding and the front panel lights were not illuminating. The issue occurred during a procedure. No patient harm or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As the failure of the printed circuit board was confirmed during the device evaluation, the issue was likely caused by the accidental failure of the electronic components on the printed circuit board.